Manufacturer narrative:
Pt info: unknown; requested but not provided. Date of event: unknown; requested but not provided. The best estimate date is between apr 10, 2017 and jun 29, 2022. The device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Health effect - impact code: (B)(4). Multiple attempts have been made to obtain additional information regarding the event; however, to date, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by a family friend that after the intraocular lens (iol) was implanted, the patient experienced cloudy vision in their right eye. The patient visited the doctor about the cloudy vision, but no other information was known by the reporter. Through follow-up with the family friend on (B)(6) 2022, it was learned that the patient is unable to see out of the eye at all. It was reported that the patient has never been able to see out of it since the surgery. This issue is not able to be corrected with glasses. The patient is supposed to be going to another doctor sometime soon. The patient has been back and forth to the doctor and was told that there is nothing that can be done. The reporter noted that the doctor "tried to do something to clear it", but was unable to specify any further. There are no planned interventions at this time. The iol remains implanted. No further information was provided.